Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set was separating. The following information was received by the initial reporter with the following verbatim: we are experiencing some product failures with bd smartsite gravity sets c42014e-07. Flexible tubing separating from the harder plastic injection ports.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint that the sample separated could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.